Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the left common iliac occlusion and secondary endovascular procedure are confirmed. This is consistent with the with the reported adverse event/incident. The most likely causation for the occlusion is anatomy related (the left iliac limb was compressed at the infrarenal neck angulation resulting in the occlusion). The final patient status was reported as discharged on the second post operative day following a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a alto main body and two (2) iliac limb stent grafts to treat an abdominal aortic aneurysm (aaa). Now approximately one month post initial procedure during a follow up visit the patient was identified with a occluded right iliac limb. The physician elected to resolve the occlusion with a thrombectomy balloon and place four iliac limbs. Patient is currently being monitored and doing well.